Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. No system messages were found in the event log. The system was then tested and met all product specifications. The root cause is unk. (B)(4).

Event description:
A nurse manager reported that there was no vacuum in extrusion mode. Multiple attempts have been made to gather info regarding pt impact and current status, but no info has been provided.